Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9736355 (software version: 2.0.3) h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. Hardware parts were replaced, although the work order did not specify which parts were replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, d14 apply. A23 applies to software issues. A110201 applies to software is freezing. A13 applies to not loading images. A0908 applies to and inaccuracies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported by the site that there were software issues described as the software is freezing, not loading images, and inaccuracies. No further information provided. There was no patient involvement reported.